Manufacturer narrative:
The device in question was returned to the manufacture on january 20,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: optical system blurred image.no information about patient injury and no negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the information provided by the customer regarding the error description "blurred image" can be confirmed. The imaging of the optics mentioned is impaired due to adhering residues of unknown nature on the distal cover glass. The duidal soldering seam is chemically attacked and leaking. Due to the chemically attacked, leaking soldering seam, moisture and residues of any kind could penetrate unhindered into the rod lens system used for imaging. A possible cause of the chemical damage may lie in the clinical reprocessing procedure and the reprocessing fluids/methods used. There is an impact mark/dent on the shaft surface that may be responsible for the particles in the rod lens system. The mechanical damage can cause particles to become detached, which can then enter the system. In this case, the particles have no negative influence on the imaging. Obviously, the optics were not handled by the user as described in detail in the instructions for use regarding the damage found. Otherwise, the existing damage to the optics would not have been caused. The damage found is not due to a manufacturing/production defect, but to mechanical damage during use or clinical processing. The event is filed under internal karl storz complaint ID: (B)(4).